Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out-of-range ventricular pacing impedance measurement, nine months post implant. Ventricular sensing and pacing thresholds were within a normal range and consistent.